Event description:
During a routine follow-up, a competitive rep called to report that this device could not be interrogated. Interrogation troubleshooting was performed, but did not result in the device being interrogated. A chest x-ray was recommended to assess device disposition. This device remains implanted. This event has not been verified.